Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue was not indicated. Possible causes include centrifugation conditions, air bubbles/foam on the sample, and an electrostatic charge on the tubes.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) and free psa results for one patient. The initial total psa result was 0.034 ng/ml. The repeat results on 05/13/2016 were 26.02 ng/ml and 25.28 ng/ml. The initial free psa result was 0.010 ng/ml. The repeat results on 05/13/2016 were 3.63 ng/ml and 3.63 ng/ml. The initial results were reported to the patient. The patient was not adversely affected. The total psa reagent lot number was 190244. The free psa reagent lot number was 188436. The expiration dates were requested, but were not provided.